Event description:
A patient (age and gender unknown) underwent a colonscopy procedure for treatment. During a subsequent attempt the clinician stated that the resolution clip device did not complete the deployment sequence. Ths clinician stated that the anatomy was ot tortuous. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complication or ill effects as a result of this issue. In fact, during a one week follow up visit, the patient stated he or she was doning fine. Please note associated medwatch reports 6000048-2006-00308 & 6000048-2006-00309.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time.